Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a clavicular shaft surgery the implant broke. There was no harm for patient, operator or third party reported. No further information received.

Event description:
Update 08-sep-2023 nroe: further information revealed that the plate broke post-op because of an infection. It was necessary to perform a revision surgery with a reosteosynthese. It was possible to retrieve the broken implant completely from the patient.

Manufacturer narrative:
Additional information: b.1 set to adverse event, b.2 set as other serious (important medical events), b.5 event updated, g.3 followup information recieved, h.1 set as serious injury, h.6 updated.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.